Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed (B)(6) alinity s anti-hcv results for multiple samples compared to roche anti-hcv ii assay during a comparison study with a new abbott anti-hcv ii assay. The following data was provided: (B)(6) 2021 sid (B)(6) : anti-hcv (as1300) results = (B)(6) . Anti-hcv ii (as1242) result = (B)(6) . Nat pool of 6 and hcv idt nat both (B)(6) .roche anti-hcv ii results = (B)(6) . (B)(6) 2021 sid (B)(6) : anti-hcv (as1300) results = (B)(6). Anti-hcv ii (as1242) result = (B)(6) . Nat pool of 6 is negative and hcv idt nat is (B)(6) . Roche anti-hcv ii results = (B)(6) (B)(6) 2021 sid (B)(6) : anti-hcv (as1264) results = (B)(6) anti-hcv ii (as1242) result = (B)(6) nat pool of 6 is negative and hcv idt nat is (B)(6) . Roche anti-hcv ii results = (B)(6) . No impact to patient management was reported.

Manufacturer narrative:
Review of complaint activity determined that there is normal complaint activity for likely cause lot 21239be00. Trending report review for the alinity s anti-hcv assay determined that there are no related trends. Return testing was not completed as returns were not available. A retained reagent kit of lot number 21239be00 was tested in a sensitivity setup, 112 replicates of two sensitivity panels (anti-hcv panel a (core only) and anti-hcv panel b (ns3 only) were tested. The sensitivity panels met specifications. No false non-reactive results were obtained. Additionally, two commercially available seroconversion panels were tested. Alinity s anti-hcv reagent lot 21239be00 detected the same first bleed as reactive compared to historical results for alinity s anti-hcv. Further, additional replicates of the positive control were tested which all met specifications. Review of device history records did not identify any non-conformances, potential non-conformances or deviations. Labeling was reviewed and sufficiently addresses the customer's issue. No systemic issue or deficiency of the alinity s anti-hcv reagent lot 21239be00 was identified.